Event description:
Boston scientific received information that one day post implant the right ventricular lead exhibited high threshold measurements of 3.0 volts at 1.0 ms along with a high out of range impedance measurement of greater than 2000 ohms. The pt was noted to have congestive heart block with an underlying ventricular rate of 34 bpm. Initially the rv lead was reprogrammed to 6.5 volts at 1.5 ms with capture. A revision procedure was performed the following day. No additional adverse pt effects were reported. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
The device was not returned for analysis. The analysis is therefore based on the inspection of the quality documents accompanying this particular device. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process, which might be related to the clinical observation. In summary, the device was not returned for analysis. The review of the quality documents confirmed a regular device manufacturing.

Manufacturer narrative:
Upon receipt, the lead was subjected to an extensive analysis. The performance of the device under complaint was scrutinized, including a visual, electrical and mechanical inspection. During this analysis, no deviations were noted which might be related to the clinical observation as mentioned in the complaint description. The lead proved to be within specifications and flawless throughout its inspection. In summary, there was no sign of a material or manufacturing problem.